Event description:
It is reported that a pt was implanted with a revitan stem on (B)(6) 2009. Then, on unk date, the stem broke. A revision surgery is planned (date unk, not provided).

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).